Event description:
It was reported that the patient presented with multiple shocks, diaphragmatic stimulation and lead dislodgement secondary to twiddler's syndrome. The atrial lead was repositioned on (B) (6) 2010. On (B) (6) 2010, the lead exhibited high threshold. On (B) (6) 2010, the programmed mode was changed from ddd to vvir. The patient was doing well after reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.